Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver clonidine [166.7 mc g/ml] at 52 mcg/day and dilaudid [6.7 mg/ml] at 2.1 mg/day, indicated for lung and malignant pain. It was reported that the patient¿s pump was empty. It was noted that the caller had access to the patient and an 8840 clinician programmer, and an empty pump alarm was occurring. The event date was (B)(6) 2018. No patient symptoms were reported. Technical services recommended filling and updated the pump, and it was reviewed that no priming is needed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2018-apr-03. When asked to clarify the empty reservoir alarm, it was reported that the patient missed the follow-up appointment. It was stated that although the patient missed the refill, the pump still had 2 ml in the reservoir when aspirated, so there was no apparent gap in medication delivered. No further complications were reported or anticipated.